Event description:
A patient stated on the phone that they were in the hospital to have their catheter fixed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).